Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up, externalized conductors were observed via fluoroscopy. The lead was diagnostically imaged prophylactically. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.6-12.2cm and 12.7-15.0cm from the distal tip. Internal insulation abrasion was noted at 8.6-12.2cm, 7.1-7.9cm, 28.1-28.2cm, and 29.9-31.2cm from the distal tip. Internal insulation abrasion under the svc shock coil breaching various lumen was noted at 23.0-23.5cm, 25.4-25.5cm, 25.6-25.7cm, 26.0-26.1cm, 26.3-26.4cm, 27.0-27.1cm, 27.7-27.8cm, and 26.8-27.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received states that intermittent noise and high lead impedance was observed prior to lead explant.